Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Complaint internal reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure a portion of the cervix was injured when the physician manipulated the tenaculum while pulling back and up during the novasure device insertion. The novasure procedure was aborted. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.